Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced pocket effusion. It was also noted that the patient had developed a left breast mass for one week. The patient was hospitalized and it was determined to be device and lead related. The patient's implantable cardioverter defibrillator (ICD)nd right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event. The patient is enrolled in the (B)(4) study.